Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the return components underwent a thorough analysis. The first cylinder was subjected to microscopic inspection and leak testing. Visual examination under the microscope confirmed that the cylinder met acceptance criteria, with no visible damage or abnormalities observed. However, during leak testing, a bulge was noted at the proximal end of the cylinder when inflated using a syringe. The second cylinder also underwent microscopic inspection and leak testing. Microscopic evaluation revealed no damage or abnormalities, and the cylinder passed visual inspection. During leak testing, a bulge was observed in the middle section of the cylinder when inflated with a syringe. The ms pump was microscopically inspected and underwent leak and functional testing. Visual inspection showed no damage or abnormalities. The pump successfully passed the leak test; however, it did not pass deflation test. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of "mechanical malfunction (leaks, incomplete inflation/ deflation, kinking)" was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the ms pump not passing the functional test could have caused or contributed to the reported clinical observation of pump deflation issue. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the surgical implantation of an inflatable penile prosthesis (ipp), it was identified that the pump did not allow the cylinders to fully deflate. The pump was cycled at least three times, and the sides of the pump block were compressed in an attempt to resolve a potential pump lock-up. However, a new ipp was selected to complete the procedure. No patient complications were reported.

Event description:
It was reported that during the surgical implantation of an inflatable penile prosthesis (ipp), it was identified that the pump did not allow the cylinders to fully deflate. The pump was cycled at least three times, and the sides of the pump block were compressed in an attempt to resolve a potential pump lock-up. However, a new ipp was selected to complete the procedure. No patient complications were reported.